Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed. However, data does not reflect full investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ supp correction. D9 for product returned and date received. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes - additional.